Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details cannot be requested. No additional information is available at this time. Reason for reoperation: expander to implant, anxiety.

Event description:
Patient representative reported against right side "fear of alcl, emotional distress, anxiety", "seromas", "physical pain, burning pain in breasts", "itching", "rippling", and "heat sensations". "Chronic headache" and "significant weight loss" were also reported and are non device related. The device was explanted and replaced with an implant.